Event description:
It was reported that during an unknown procedure the surgeon pulled back the device after cutting tissue and the jaw broke off. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured slightly lifted and cable cut off. The jaws were found broken and attached to the instrument. No pieces were found missing under a microscope inspection. The device was tested mechanically, although all testing could not be completed due to the damaged of the I-blade and cable cut off. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.